Manufacturer narrative:
(B)(4) clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of ten resolution clip device complaints that occurred during the same procedure. Refer to manufacturer report numbers 3005099803-2013-04898, 3005099803-2013-04899, 3005099803-2013-04900, 3005099803-2013-04901, 3005099803-2013-04902, 3005099803-2013-04903, 3005099803-2013-04904, 3005099803-2013-04905, 3005099803-2013-04906, and 3005099803-2013-04907 for each of the respective device information. It was reported to boston scientific corporation on (B)(6) 2013 that ten resolution clip devices were attempted to be used to close a fistula near the splenic flexure during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the patient was in the intensive care unit. During the procedure, a resolution clip was deployed onto the fistula; however, the clip was difficult to release from the catheter. After further manipulation, the clip was able to be released from the catheter, but subsequently fell off the tissue and into the patient. The clip was left to pass naturally. No damage was noted to the tissue. This same issue occurred for a total of ten resolution clip devices. According to the physician, the scope was in a retroflexed position and the oversheaths had been removed from the devices prior to use. The procedure was able to be completed with three resolution clip devices. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.